Manufacturer narrative:
Evaluation summary: testing revealed a no output condition, which was the result of lifted bond wires. Other text : it was reported that during a follow-up session, the doctor noticed loss of pacing in unipolar mode. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be "ok" following the replacement procedure. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Wire device was out of specification in a manner that relates to event pace, failure to.

Event description:
It was reported that during a follow-up session, the doctor noticed loss of pacing in unipolar mode. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be "ok" following the replacement procedure.